Event description:
A malfunction was reported with a code displayed as malf 9. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to reset the pump, which resolved the issue, and was advised to continue using the pump while monitoring for any recurrence of the malfunction code.